Manufacturer narrative:
The device has not been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The pt reported a sudden 'screeching' sound from his cochlear followed by a sudden loss of sound from the audio processor. The pt was reimplanted on (B)(6) 2015.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The patient reported a sudden 'screeching' sound from his cochlear implant followed by a sudden loss of sound from the audio processor.